Manufacturer narrative:
This event is currently being investigated further and will be reviewed by aga medical erosion board chairs. This MDR will be updated if a definite erosion is confirmed.

Event description:
Information received from the (B)(4) study, indicated the (B)(6) female had a secundum asd. The aortic rim was present, the av valve, svc and ivc rims were sufficient. Balloon sizing was performed with a 24mm amplatzer sizing balloon to stop-flow diameter of 16mm. A 16mm amplatzer septal occluder (aso) was implanted. Post-implant, a 1-2mm shunt was observed through the aso. On (B)(6) 2010, during a one-month follow-up, the patient had a small inferior pericardial effusion slightly increased from (B)(4), hemodynamically insignificant, resolved at follow-up with local cardiologist. No treatment was performed.